Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented for a normal elective replacement indicator change out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected when tested. The lead was explanted.

Manufacturer narrative:
The lead was returned in two segments for analysis. External insulation abrasion was noted at 9.6-10.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 48.0-48.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.